Event description:
A 1059 mayfield modified skull clamp was involved in an incident that caused a patient laceration. Additional information was received on (B)(6) 2012, and was described as follows; a posterior cervical decompressive laminectomy was being performed with the patient positioned prone from the supine position. After the initial move to the prone position after intubation but prior to surgery, and as the mayfield skull clamp was being connected to the headrest, the skull clamp "slipped." The patients' head position/alignment was constantly maintained by the surgeon. The patient was returned to the supine position for evaluation and then repositioned for the procedure. The surgeon described the malfunction as "slipped," it did not maintain pressure against the skull. The skull clamp was applied just minutes before initial turn to prone position and "slipped" before final attachment to bed headrest attachment was made. The patient incurred a small laceration to scalp which required skin staples to close the wound. The laceration healed without complication. Integra disposable, adult skull pins (a1072) lot number 1122869 were used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.